Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that unit goes into recovery mode and back into vitrectomy mode. The procedure type, timing of the event and patient impact were unknown. The additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and confirmed but did not replicate the reported event. The company service representative found system messages (sm) in the event log related to pneumatic issues. The pneumatics module was replaced as a prevention. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).